Manufacturer narrative:
The renew endocut scissor tip device was not returned to microline surgical, inc., for evaluation. Therefore, no evaluation was performed for this complaint, and the root cause of this complaint could not be determined. There was no additional medical intervention required, and the surgical procedure and anesthesia time was not extended. There was no harm to the patient.

Event description:
During a surgical procedure, the renew endocut scissor tip insulation tubing (sleeve) melted. The surgical procedure time was not extended. There was no additional medial intervention required. There was no harm to the patient.